Manufacturer narrative:
This report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Per terumo bct's medical review, the device did not cause or contribute to this incident. Updated root cause: a definitive root cause could not be determined. It is possible that an inaccurate hematocrit was entered or the hematocrit entered for the replacement fluid was not accurate.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Signals in the run data fileshow that the system operated as intended. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that after a red blood cell (rbcx) procedure, the patient's post hematocrit (hct) was higher than what was programmed. The patient's beginning hct was 24%and the programmed end hct was 30%. Approximately 10 minutes post procedure, a complete blood count (cbc) was performed and results confirmed that the end hct was 36%.per physician's order, a phlebotomy was performed on the patient to reduce the hct and the patient was discharged after the procedure. Per the customer, the patient's rbcx treatment is ongoing and receives it on a regular basis. The rbcx set is not available for investigation because it was discarded by the customer.

Manufacturer narrative:
Root cause: based on the run data file (rdf) analysis, there is no indication that the system contributed to the patient¿s higher-than-expected hematocrit that was measured after the procedure. Based on the rdf analysis, the ¿aim system detected rbc interface near top of channel¿ alarm is triggered when the aim system sees the rbc interface higher than it expects. This alarm is commonly triggered when the patient¿s entered hematocrit was inaccurate or the hematocrit entered for the replacement fluid was not accurate. In order to run efficiently, the system needs the most accurate patient data available and to operate at a steady state.